Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stopped giving insulin in the middle of a bolus delivery. It was not possible to see how much insulin was delivered. Patient's blood glucose was not known. Nothing further reported.